Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A drive stall caused the device to complete the priming sequence earlier than expected, resulting in the needle's failure to deploy. The device was rerun, and the rerun data presented no anomalies. Inspection of the device found no issues capable of causing the timeouts nor drive stall. The cause of the drive stall nor timeouts could be determined.